Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be physically damaged and unable to be viewed. The device was found to be infested with insects, and was returned to the customer unrepaired as per the manufacturer's protocol.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the lcd screen was found to be physically damaged and unable to be viewed. The device was found to be infested with insects and was returned to the customer unrepaired as per the manufacturer's protocol. The device originally was returned for service related to the field service notification for the sound abatement foam. Foam degradation was observed in the blower and flow sensor path. The blower and air path assembly needs replaced to address the issue. The device was returned to the customer unrepaired due to insect contamination.